Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test. Unit was received with minor scratched lcd window and cracked select button keypad overlay. No crack lcd window or stain case/overlay noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s healthcare provider reported via email that the insulin pump had a partial display. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s healthcare provider reported a crack on the display and the color image is now distorted. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.